Event description:
It was reported that during a cholecystectomy procedure, clip malformed from 2nd firing (teardrop shape). Another device was used to complete the case. There were no adverse consequences to the pt. One device returning.